Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, : product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device had flipped in the past. Additional information received one week later reported that the date of the flip was unknown but that it was confirmed by "exploration of the pocket." It was noted that the patient had been unable to recharge as a poor connection existed. It was noted that the pocket was revised with an unknown revision date. If additional information is received, a supplemental report will be filed.